Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and found worn wash syringe and syringe seal. The fse replaced the wash syringe and the syringe seal to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous high patient results for ion selective electrode (ise) sodium (na), potassium (k), and chloride (cl) on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. Customer provided data for one(1) patient sample.